Event description:
The rptr did meter to lab comparison tests. Rptr took the meter to the lab and had a reading of 196 mg/dl; the lab test results was 74 mg/dl. Rptr did not have any symptoms. On f/u, the rptr inserts the test strips all the way into the meter. Rptr's technique of applying blood is accurate. Rptr checks the back of the test strip confirmation dot, and that cleans the meter properly. No harm was alleged.